Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) (resident, pg-1), (B)(6) operative report. Pre-operative diagnosis: umbilical hernia. Post-operative diagnosis: umbilical hernia. Procedure(s): laparoscopic umbilical hernia repair. Attending: ramaswamy, archana. Gen surg staff. Surgeon: gambaro, esteban. Gen surg resident. Teaching assistants: hamann, joshua. Findings: umbilical hernia with incarceration 7x9cm. Estimated blood loss: 5. Fluids: crystalloid. Drain(s): none. Tourniquet time: n/a. Complications: none. Specimens: none. Implants: gore dualmesh 15x19cm. Condition: good. Disposition: to post anesthesia care unit. Addendum: hernia defect was 5x7 cm. Status: completed. Product identification records for the alleged gore device were not provided. (B)(6) 2007: (B)(6) discharge instructions. Primary diagnosis: status post laparoscopic umbilical hernia repair. Primary care provider: gina r. Carter. Weight monitoring: weigh daily. Keep record of weight. Call primary care provider if: you gain more than 4 pounds overnight; you gain more than 9 pounds in a week. Diet: low cholesterol. Activities: lifting: less than 15 pounds and the restriction is in place for 1 week. Driving: no driving while on pain medications. Sex: no restrictions. Bathing: shower or sponge bath only. Resume normal walking as tolerated. (B)(6) 2007: (B)(6) clinic. (B)(6) md (resident, pg-3), (B)(6) . Office notes. Status post laparoscopic umbilical hernia (B)(6) 2007. Tolerating diet, normal bf [bowel function], no fever/chills. Weight 316 lb. Abdomen soft non tender, non distended, small seroma, no overlying erythema or induration. (B)(6) 2009: (B)(6) clinic. (B)(6) (resident, pg-1), (B)(6) history and physical. 3 month history of right upper quadrant mass discovered on routine exam by primary care provider. States mass has increased in size over past 3 months and is producing and increasing cosmetic defect. States area is tender to palpation. Denies any other associated symptoms. Weight 316 lb, bmi 45.4. Abdomen soft, non-distended, bowel sounds active, tender to palpation right upper quadrant, large subcutaneous mass palpated inferior to the right costal margin. Patient with a tender right upper quadrant mass, likely a lipoma. Will schedule right upper quadrant ultrasound and see back in clinic to discuss surgical options. (B)(6) 2009: [missing records: records for right upper quadrant ultrasound ordered to evaluate mass during office visit on (B)(6) 2009 were not provided.] (B)(6) 2009]: [missing records: records for ER visit where the physician notes ¿an easily reducible 3 cm ventral hernia beneath area of abscess¿ was not provided.] (B)(6) 2009: (B)(6) clinic. (B)(6) (resident, pg-1), (B)(6) . Office notes. Patient¿s primary care provider told him he had a soft tissue mass in right upper subcostal region for 1 year, area is non-tender and not significantly changing in size. Additionally has a 3 cm diameter abscess superior to umbilicus that was treated with hot compresses and doxycycline. Patient though [sic] he had a hernia in this area and describes a mass that was easily reducible; on (B)(6) ER physician notes an easily reducible 3 cm ventral hernia beneath area of abscess. Patient states over past week this has been draining copious postulant discharge. Denies fever, chills, erythema of wound, constipation, fatigue, weight loss or gain. Weight 310.6 lb. Abdomen soft, obese. Abscess superior to umbilicus with small 5 mm opening, approximately 3cm induration. Purulent discharge expressed from opening. No hernia appreciated. Patient¿s body habitus made it difficult to appreciate soft tissue mass, there is increased prominence of soft tissues in right upper quadrant just inferior to rib cage but no distinct margins to the mass. Assessment/plan: the abdominal abscess was prepped with betadine using sterile procedure. 3 ml of 1% lidocaine was injected locally. A 3 cm long incision was made through the abscess using an 11 blade. Purulent discharge was expressed. The wound was then packed with iodoform dressing and covered with sterile gauze. The patient and his wife were directed to change the wound packing daily using sterile iodoform dressing and sterile scissors. Tramadol was given for pain control. Discussed with patient there is no appreciable, distinct mass in the right subcostal region. Will obtain a CT abdomen with intravenous and by mouth contrast to further evaluate area and further evaluate abdominal abscess due to history of umbilical hernia repair with mesh. (B)(6) 2009: [missing records: records for CT scan showing ventral hernia repair match [sic] with adjacent fluid collection were not provided.] 10/21/09: (B)(6) clinic. (B)(6) office notes. Presents for wound check and review of CT-abdomen/pelvis done today. Wound being packed daily. Denies fever/chills. Appetite good. Abdomen soft, minimal tenderness to palpation, non-distended. Wound without surrounding erythema or fluctuance. Wound approximately 2cm x 1cm x 4cm (depth). CT impression: ventral hernia repair match [sic] with adjacent fluid collection. Differential includes postoperative seroma versus infectious collection. Ventral abdominal soft tissue defect with internal high density material consistent with conus. Diverticulosis. Chronic/incidental findings as above. Assessment/plan: abdominal wall abscess, possible mesh infection. Will continue packing changes twice a day. If mesh is infected then it will ultimately need to be removed ¿ however at this time will wait and watch. (B)(6) 2009: (B)(6) clinic. (B)(6) (resident, pg-5), (B)(6) . Office notes. No further purulent drainage since incision and drainage done last time. Wbc normal. CT scan shows no mass in right upper quadrant, and a fluid collection above mesh in region of abscess. Patient still packing it twice a day. Weight 314 lb. Abdomen soft non-tender, non-distended, normoactive bowel sounds, incision clean, dry, intact with serosanguinous drainage, no purulence. Assessment/plan: incision healing. Continue packing wet to dry twice a day. Talked to patient about possibility of mesh salvage and they wanted to attempt it. Will continue packing, and if wound heals and patient requires another incision and drainage, then may consider mesh removal. Addendum: correlation of CT and physical exam likely have infected mesh. Patient without significant symptoms, thus will continue to observe. (B)(6) 2009: (B)(6) clinic. (B)(6) (resident, pg-5), (B)(6) . Office notes. Possibly infected goretex mesh status post laparoscopic umbilical hernia repair. Continues to pack wound twice a day and denies any improvement. Still has some purulent drainage from wound. No fever or chills. Weight 312 lb. Abdomen soft, non-tender, non-distended, normoactive bowel sounds, incision still has some purulent drainage, no erythema on skin. Wbc: 8.4 (B)(6) 2009). Assessment/plan: possibly infected goretex mesh status post umbilical hernia repair. Patient still wants to salvage mesh and will attempt to do this although has been explained that the chances of success are low. Will start antibiotic irrigation of the wound. (B)(6) 2010: (B)(6) clinic. (B)(6) (resident, pg-4), (B)(6) . Office notes. Follow up abdominal abscess. Over past 2 months wound has healed well decreasing in depth from 1.5 inches to 3/8 inch. Drainage has been red, brown, or pink in color and has been without white discharge or foul smell. Denies nausea/vomiting, fever, chills, or abdominal pain in area of the wound. Weight 309 lb, bmi 44.4. Abdomen soft, non-tender, non-distended, no palpable mass, bowel sounds present. Abdominal wound is located 1-2 cm superior to umbilicus. It has mild surrounding erythematous tissue, non-tender to palpation. On gauze pad there is minimal drainage of serosanguinous fluid. Assessment/plan: wound has been healing well. Mesh infection still a possibility. If mesh is infected patient may develop chronic draining sinus tract. Continue twice a day dressing/packing changes with iodoform gauze. (B)(6) 2010: (B)(6) clinic. (B)(6) (resident, pg-1), (B)(6) office notes. Over past 3 months wound has healed well and decreasing in depth from 1.5 inches to 3/8 inch in february to 1 inch now. States he originally packed 30 inches of tape into wound, in december down to 7 inches, now using approximately 1-2 inches of tape. Drainage has been red, brown, or pink in color and without white discharge or foul smell. Denies nausea/vomiting, fever, chills, abdominal pain in area of wound. Weight 307 lb. Abdomen soft, non-tender, non-distended, normoactive bowel sounds, mild erythema in periumbilical area. Patient reports the erythematous area has been decreasing over past 2 weeks. Depth of wound is 1 cm. Incision drainage; serous. Assessment/plan: wound is improving and doing well. No signs of infection. Continue packing twice a day. (B)(6) 2010: (B)(6) clinic. (B)(6) tuve (resident, pg-1), (B)(6) . Office notes. For past two months has not had to pack area at all. States been covering area with 4x4 gauze as he is still having drainage from area. States has to change gauze twice a day because of soilage. Drainage has been red, brown, with small amount of whitish drainage, no foul smell. Denies nausea/vomiting, fever, chills, or abdominal pain in area of the wound. Weight 299 lb. Abdomen soft, non-tender, non-distended, normoactive bowel sounds, gauze removed from periumbilical wound showing yellowish drainage. 2-3 cm erythema area surrounding lesion, no induration, no areas of fluctuance. Assessment/plan: wound continues to drain purulent fluid. Patient likely will not heal this wound without removal of mesh. Patient states he is agreeable to surgery for mesh resection but would like to wait until (B)(6) to have procedure done. (B)(6) 2010: (B)(6) clinic. (B)(6) md (resident, pg-1), (B)(6) . History and physical. Infected umbilical mesh. Patient desired to salvage mesh so plan was 2 weeks of saline plus antibiotic drainage with twice a day wound packing changes. Over next 3 months wound appeared to be healing well. For past 5 months has not had to pack the area. Has been covering area with 4x4 gauze as still having drainage from area. States has been draining more lately and has to change gauze twice to three times a day because of soilage. Drainage has been pink/brown/yellow with no foul smell. 3 months ago began having pain in area of wound and describes it mostly as pressure. Rates it as a 1/10, denies radiation and states nothing makes it better or worse. Denies nausea/vomiting, fever, chills. States it is time for mesh to be removed. Has severe claustrophobia and is concerned about his reaction to surgery. Weight 305 lb, bmi 43.9. Abdomen soft, nontender, non-distended, no palpable mass, bowel sounds present, obese. Draining wound superior to umbilicus. Erythematous with exudate. Assessment/plan: long history infected draining umbilical mesh. Removal of infected mesh. (B)(6) 2010: (B)(6) (resident, pg-5), (B)(6) operative report. Pre-operative diagnosis: infected mesh at umbilicus. Post-operative diagnosis: same. Procedure(s): removal of infected mesh. Attending: bachman, sharon. Gen surg staff. Surgeon: wheeler, andre a. Surgery resident. Teaching assistants: none. Findings: mesh and multiple tacs [sic] removed. Estimated blood loss: 25 cc. Fluids: crystalloid. Drain(s): none. Tourniquet time: none. Complications: respiratory failure due to narcosis post op required reintubation. Specimens: infected mesh and umbilical sinus track. Implants: none. Condition: critical. Disposition: sicu. Vancomycin or clindamycin ordered as pre-operative prophylaxis? No. Was patient on beta-blocker therapy prior to admission? No. (B)(6) 2010: [missing records: a pathology report detailing analysis of device removed during the (B)(6) 2010 procedure was not provided.] (B)(6) 2010: (B)(6) md (resident, pg-1), (B)(6) . Progress notes. Patient underwent excision of infected umbilical mesh yesterday. Became hypoxic and bradycardic on the post anesthesia care unit requiring reintubation and transfer to intensive care unit. Still intubated and sedated on vent. No acute events overnight. Alert, responds to commands, minimal pain. Examination: intubated, sedated, responds to commands. Chest coarse bilaterally. Abdomen soft, mild distention, minimal tenderness to palpation, incision on abdomen open, with granulation tissue, without erythema or drainage, packing replaced. Mrsa screen: negative. Wbc 11.8. Assessment: stable in intensive care unit, still with high oxygen requirements on ventilator, otherwise doing well. Plan: nasogastric to low continuous wall suction. Vancomycin, moxifloxicin [sic] day 2. (B)(6) 2010: (B)(6) , md (resident, pg-1), (B)(6) progress notes. Still intubated, no acute events overnight. Alert, responds to commands, minimal pain. Examination: chest coarse bilaterally. Abdomen soft, mild distention, minimal tenderness to palpation, incision on abdomen open, with granulation tissue, without erythema or drainage, packing replaced. Wbc 9.6. Assessment: stable in intensive care unit, still on ventilator, with significant fluid retention, otherwise doing well. (B)(6) 10: (B)(6) md (resident, pg-1), (B)(6) . Progress notes. Pain controlled. Without nausea or vomiting. Positive stool and flatus yesterday. Examination: chest clear to auscultation bilaterally. Abdomen soft, non-tender, non-distended, wound with packing in place. Wbc 9.0. Assessment: stable in intensive care unit, still on ventilator, negative inspiratory force 40, rapid shallow breathing index 28, should be able to extubated [sic] today. Plan: extubate this morning. Vancomycin, moxifloxicin day 4. Switch to patient-controlled analgesia after extubated. (B)(6) 2010: (B)(6) md (resident, pg-1), (B)(6) . Progress notes. Without nausea and vomiting, passing flatus. Pain controlled. Some anxiety throughout the night. Weight 302.03 lb. Abdomen soft, nondistended, minimal tenderness to palpation, wound open with good granulation tissue, without erythema or drainage. Wbc 10.5. Assessment: postoperative day 4, stable in intensive care unit, extubated yesterday, maintaining on oxygen by nasal canula [sic]. Plan: clear liquid diet today. Vancomycin, moxifloxicin day 5. (B)(6) 2010: (B)(6) , md (resident, pg-1), (B)(6) progress notes. Without nausea and vomiting. Pain controlled. Up to chair yesterday. Abdomen soft, minimal distention, mild tenderness to palpation, wound open with good granulation tissue in base. Wbc 8.5. Postoperative day 5. Plan: regular diet. Vancomycin, moxifloxicin day 6. Discontinue patient-controlled analgesia, by mouth vicodin, intermittent morphine. Transfer to floor today, continue physical therapy. Addendum: wound looks pink and clean. Wife learning to do dressing changes. (B)(6) 2010: (B)(6) md (resident, pg-1), (B)(6) . Progress notes. Intermittent pain overnight, otherwise doing well. Tolerating regular diet without nausea or vomiting. Passing flatus, bowel movement yesterday. Ambulated x2 yesterday. Weight 302.03 lb. Abdomen soft, mild distention, appropriated tenderness to palpation, wound with packing in place. Wbc 7.2. Stable on floor, still with oxygen requirement via nasal cannula. Some pain issues. Otherwise well. (B)(6) 2010: (B)(6) md (resident, pg-1), (B)(6) . Discharge summary. Principal diagnosis: infected umbilical mesh. Operations performed: removal of infected umbilical mesh (B)(6) 2010. History: had umbilical hernia repair with gortex mesh in 2007 and has been having periumbilical abscesses since 2007. Review of systems: appropriate abdominal pain after surgery. Allergies: penicillin, codeine latex, simvastatin. (B)(6) 2010 wbc 7.1. Examination abdomen: abdominal binder over dressed wound, clean/dry/intact. Hospital course: on october 25, patient¿s infected umbilical mesh was removed. After procedure he became hypoxic and bradycardic in the post anesthesia care unit and required intubation. Was transferred to intensive care unit. Extubated postoperative day 3 having already passed flatus. Soon after, was tolerating a regular diet, pain controlled with by mouth medications and ambulating without difficulty. Discharged home (B)(6) 2010] in good condition after he and his wife received education about dressing changes. Arrangements made with home health for twice weekly visits for wound checks and a 2 week follow up appointment in surgery clinic. Discharge diet: regular. Resume regular activities gradually as tolerated. Return to work on (B)(6) 2010, convalescence required for a period of 1-2 day(s); 2-3 days. Lifting restricted to 10 pounds or less until (B)(6) 2010, until follow up appointment. No driving while on pain medications. Shower or sponge bath only. Resume sexual activity as tolerated. Resume normal walking as tolerated. (B)(6) 2010: (B)(6) social work note. Patient refused home health services. (B)(6) 201010:(B)(6) clinic. (B)(6) md (resident, pg-1), (B)(6) . Office notes. Status post open excision of infected umbilical mesh complicated by post-op hypoxia and bradycardia. Complains of continued pain managed with by mouth medications. Currently taking every 8 hours. Continues wet to dry dressing changes. Some redness at tape site. Weight 294.7 lb. Abdomen: soft, tenderness around wound opening. Incision: clean, tenderness, good granulation tissue. Size of wound about 3cm deep now. No signs of infection. Assessment/plan: incision healing, patient doing well, continue dressing changes twice a day, wet to dry. Change by mouth pain medications to 1 tablet every 4 hours. (B)(6) 2010: (B)(6) clinic. (B)(6) md (resident, pg-1), (B)(6) . Office notes. Status post explantation of infected mesh. Wound left open at that time and managed with wet to dry dressing changes twice a day. Stated wound has been completely closed for last four days. Denies fevers, chills, erythema or drainage from the wound. Denies any return of bulge or swelling anywhere near original hernia site. Weight 298 lb. Abdomen: soft, non-tender, non-distended. Supraumbilical wound fully healed. No drainage or erythema. No palpable hernia defect at wound site or umbilicus. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D1: confirmed brand name. H6: conclusion code remains unchanged. H10/11: added medical record information. (B)(6) 2007: vamc. (B)(6), md. [Surgeon], archana ramaswamy, md [attending], (B)(6) (assistant). Operative report. Pre-operative diagnosis: umbilical hernia. Post-operative diagnosis: umbilical hernia. Procedure(s): laparoscopic umbilical hernia repair. Wound classification: clean . Procedure: ¿after appropriate consent was done the patient was placed in the supine position the abdomen was prepped and draped in the usual sterile, fashion. We made a small incision in the right upper quadrant with scalpel. The subcutaneous tissue was taken down with bovie electrocautery. Then using blunt dissection with the index finger we entered into the abdominal cavity. After this we placed the initial port trocar and created a pneumoperitoneum of 15mmhg pressure. Then we placed a 30-degree 10 mm camera. We did a look around and identified the hernia which held omentum in it. We placed on 5mm trocar in the left flank. Using traction and counter traction and blunt grasper we were able to reduce the omentum and umbilical hernia. The defect measured about 6 x 5 cm defect. Then we dissected some endo fascia fat and was able to reduce and cut it out with scissors and traction with cautery. This was done without any problem. We were able to do it without any injury into the small bowel. The small bowel was done under direct vision. We measured the defect. We placed gore dual mesh _5 (sic) x 19 cm. We placed 4 stitches with tying of in each corner of the mesh. Then we rolled the mesh and placed it through the right upper part at the incision. We pulled it inside using the grasper. We pulled back the camera into the abdomen. We unrolled the mesh and we then did a small stab incision into the upper area of the wound about 1 inch away from the edge of the mesh. We placed a needle passer. Then using a grasper we were able to feed the very tip of the suture into the needle passer and we passed both stitches at the distance of 1 cm away to the fascia. The end of the stitches were held out of the abdominal cavity until using a trial clamp. Subsequently we did his with the 3 other sutures in each corner of the mesh. We passed it through the fascia using the needle passer. Thus it was done without any problem. We put the mesh under tension and it was well tense and covering the hernial detect. Subsequently we secured the edge of the mesh to the posterior fascia using a tacker. We did that using right flank and left flank trocar. We placed another stay suture in between each of the previously placed stay sutures. Those were done using needle passer and it was done without any problem. After that was finished we looked around. There was no bleeding identified. We evacuated the pneumoperitoneum. We removed the trocar under direct vision. We closed the fascia in the right upper quadrant using figure-of-eight 0-vicryl stitch. The skin was closed using 4-0 vicryl subcuticular stitch. Ster-strip was applied into the wound. The patient woke up from surgery well. He was transferred from anesthesia to the recovery room in stable condition. Ebl [estimated blood loss] was less than 5 ml. IV fluids was (sic) crystalloid 2000 cc. Specimen was none. Mesh was gore dual mesh bio material. Dr. Rumi fraizer participated int he entire procedure. (B)(6) 2007:vamc. Implant record. ¿implant sterility checked: yes. Sterility expiration date: sep 24, 2011. Rn verifier: (B)(6). Vendor: gore. Model: 1dlcm04. Lot/serial number (B)(6). Size: 15cm x 19cm x 1mm oval. Sterile resp: manufacturer. Quantity: 1.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc04/ (B)(6) was implanted during the procedure. 10/25/10: vamc. (B)(6), md. (B)(6) (resident, pg-5)/ operative report. Pre-operative diagnosis: infected mesh at umbilicus. Post-operative diagnosis: same. Procedure: excision of umbilical mesh. Wound classification: dirty/infected . Indication: ¿the patient had umbilical hernia repair with 15 x 1 9 cm piece of dual mesh done several years ago. He developed a draining sinus tract consistent with infected mesh. Conservative management was attempted and failed. The patient wished to have the mesh removed. The decision was made to take the patient to the operating room for open umbilical mesh excision.¿ findings: ¿the patient has sinus tract superior to the umbilicus. He was opened up and drained a large amount of purulent fluid. A 6 cm transverse incision was made in an elliptical fashion to excise the tr CT. The mesh was excised. The mesh was removed as well he was packed at the end leaving the 3 cm fascial defect.¿ procedure: ¿after informed consent was obtained the patient was marked and h&p updated. He was taken to the operating boom end laid supine on the table. General anesthesia was induced. Appropriate antibiotic coverage was given 30 minutes prior to incision time. A 6 cm elliptical incision was made to include the sinus tract. The incision was deepened with electrocautery circumferentially around the sinus tract down to the fascia. The tract was opened with electrocautery. There was a large amount of purulent fluid drained. Circumferential dissection was used to free up the sinus tract from the mesh. The tract was then amputated. Further dissection exposed the mesh and the mesh was dissected free from the underlying fascia and pulled from the abdominal cavity. The mesh was measured and appeared to be completely intact other than several tears in it. No residual mesh appeared to be left behind. Multiple spiral tacks were palpated within the cavity that remained which was lined by the pseudocapsule from the previous mesh placement. These tacks were carefully removed and passed off the table. Several gore -tex sutures were also identified, removed, and passed off the table. At this point we decided the small defect in the fascia be left open and it was packed with wet kerlix. Packing was placed within the subcutaneous defect as well. The skin was left open. A sterile occlusive dressing was applied over the packing. The patient was awakened from anesthesia and returned to the recovery room. In the recovery room please note that he suffered respiratory failure and required re-intubation. He did require a milligram atropine due to bradycardia. At this point he was intubated and taken to the intensive care unit in serious condition.¿ 10/25/10: (B)(6). (B)(6), d.o. Pathology: ¿specimens received: umbilical mesh and umbilical sinus tract. Pre-op diagnosis: infected umbilical mesh. Gross description: received in a single formalin filled container labeled 'infected umbilical mesh and umbilical sinus tract is a tart mesh with metal screens measuring 17 x 13 x 0.1 cm and an ellipse of tan -white skin with underlying fat measuring 5 x 4 x 2.5 cm. The skin ellipse measures 3.5 x 1,3 cm. The soft tissue specimen is unorientod. The specimen is inked black on the base, and serially sectioned to reveal heterogeneous white-pink cut surface. Representative sections are submitted in cassettes #143. Microscopic description: skin and soft tissue showing ulcer, granulation tissue, and brisk lymphphohistiocytic response, including foreign body giant cell reaction. Final diagnosis: skin, soft tissue, and meshy, umbilical sinus tract, removal: skin and soft tissue with ulcer, chronic inflammation, and foreign body giant cell reaction mesh.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2009 were not provided. Patient information: medical history: obesity (B)(6) 2007: 316 lbs., bmi 45.4. (B)(6) 2009: 316 lbs., bmi 45.4. (B)(6) 2010: 309 lbs., bmi 44.4. (B)(6) 2011: 300 lbs., bmi 43. ¿morbidly obese.¿ (B)(6) 2007: umbilical hernia. 2007: hypertension 2007: hypercholesterolemia 2007: hyperlipidemia (B)(6) 2007: small seroma (B)(6) 2009: tender right upper quadrant mass, likely a lipoma. (B)(6) 2009: reducible 3 cm ventral hernia beneath area of abscess. (B)(6) 2009: abscess superior to umbilicus with 5 mm opening. (B)(6) 2009: abdominal wall abscess, possible mesh infection. Diverticulosis. (B)(6) 2009: ¿possibly infected goretex (sic) mesh...¿ (B)(6) 2010: draining sinus tract consistent with infected mesh. (B)(6) 2011: diabetic [type not provided] surgical procedures: (B)(6) 2007: laparoscopic umbilical hernia repair. Implant: gore® dualmesh® biomaterial. (B)(6) 2009: [incision and drainage] ¿a 3 cm long incision made through the abscess using an 11 blade. Purulent discharge was expressed.¿ (B)(6) 2010: excision of umbilical mesh implant preoperative complaints: (B)(6) 2007: ¿pre-operative diagnosis: umbilical hernia¿ implant procedure: laparoscopic umbilical hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/04626205, 15 cm x 19 cm x 1 mm thick, oval] implant date: (B)(6) 2007 [outpatient surgery] wound classification: ¿clean¿ findings: ¿umbilical hernia with incarceration 7 x 9cm.¿ description of hernia being treated: ¿we made a small incision in the right upper quadrant with scalpel. The subcutaneous tissue was taken down with bovie electrocautery. Then using blunt dissection with the index finger we entered into the abdominal cavity. After this we placed the initial port trocar and created a pneumoperitoneum of 15mmhg pressure. Then we placed a 30-degree 10 mm camera. We did a look around and identified the hernia which held omentum in it. We placed on 5mm trocar in the left flank. Using traction and counter traction and blunt grasper we were able to reduce the omentum and umbilical hernia. The defect measured about 6 x 5 cm defect. Then we dissected some endo fascia fat and was able to reduce and cut it out with scissors and traction with cautery. This was done without any problem. We were able to do it without any injury into the small bowel. The small bowel was done under direct vision.¿ implant size and fixation: ¿we measured the defect. We placed gore dual mesh _5 (sic) x 19 cm. We placed 4 stitches with tying of in each corner of the mesh. Then we rolled the mesh and placed it through the right upper part at the incision. We pulled it inside using the grasper. We pulled back the camera into the abdomen. We unrolled the mesh and we then did a small stab incision into the upper area of the wound about 1 inch away from the edge of the mesh. We placed a needle passer. Then using a grasper we were able to feed the very tip of the suture into the needle passer and we passed both stitches at the distance of 1 cm away to the fascia. The end of the stitches were held out of the abdominal cavity until using a trial clamp. Subsequently we did his [sic]with the 3 other sutures in each corner of the mesh. We passed it through the fascia using the needle passer. Thus it was done without any problem. We put the mesh under tension and it was well tense and covering the hernial detect. Subsequently we secured the edge of the mesh to the posterior fascia using a tacker. We did that using right flank and left flank trocar. We placed another stay suture in between each of the previously placed stay sutures. Those were done using needle passer and it was done without any problem. After that was finished we looked around. There was no bleeding identified. We evacuated the pneumoperitoneum. We removed the trocar under direct vision. We closed the fascia in the right upper quadrant using figure-of-eight 0-vicryl stitch. The skin was closed using 4-0 vicryl subcuticular stitch. Ster-strip was applied into the wound.¿ (B)(6) 2007: vamc. Implant record. ¿implant sterility checked: yes. Sterility expiration date: sep 24, 2011. Rn verifier: (B)(4) vendor: gore. Model: 1dlcm04. Lot/serial number 04626205. Size: 15cm x 19cm x 1mm oval. Sterile resp: manufacturer. Quantity: (B)(4).¿ the records confirm a gore® dualmesh® biomaterial (1dlmc04/0462605) was implanted during the procedure. (B)(6) 2007: discharge instructions: ¿primary diagnosis: status post laparoscopic umbilical hernia repair.¿ ¿weight monitoring: weigh daily. Keep record of weight. Call primary care provider if: you gain more than 4 pounds overnight; you gain more than 9 pounds in a week.¿ ¿lifting: less than 15 pounds and the restriction is in place for 1 week.¿ relevant medical information: (B)(6) 2007: office notes: ¿abdomen soft non tender, non distended, small seroma, no overlying erythema or induration.¿ (B)(6) 2009: surgery clinic. ¿history and physical: 3 month history of right upper quadrant mass discovered on routine exam by primary care provider. States mass has increased in size over past 3 months and is producing and increasing cosmetic defect. States area is tender to palpation. Denies any other associated symptoms.¿ ¿abdomen soft, non-distended, bowel sounds active, tender to palpation right upper quadrant, large subcutaneous mass palpated inferior to the right costal margin. Patient with a tender right upper quadrant mass, likely a lipoma. Will schedule right upper quadrant ultrasound and see back in clinic to discuss surgical options.¿ (B)(6) 2009: surgery clinic. ¿patient¿s primary care provider told him he had a soft tissue mass in right upper subcostal region for 1 year, area is non-tender and not significantly changing in size. Additionally has a 3 cm diameter abscess superior to umbilicus that was treated with hot compresses and doxycycline. Patient though [sic] he had a hernia in this area and describes a mass that was easily reducible; on (B)(6) ER physician notes an easily reducible 3cm ventral hernia beneath area of abscess. Patient states over past week this has been draining copious postulant discharge.¿ ¿ abscess superior to umbilicus with small 5 mm opening, approximately 3cm induration. Purulent discharge expressed from opening. No hernia appreciated. Patient¿s body habitus made it difficult to appreciate soft tissue mass, there is increased prominence of soft tissues in right upper quadrant just inferior to rib cage but no distinct margins to the mass. Assessment/plan: the abdominal abscess was prepped with betadine using sterile procedure. 3 ml of 1% lidocaine was injected locally. A 3 cm long incision was made through the abscess using an 11 blade. Purulent discharge was expressed. The wound was then packed with iodoform dressing and covered with sterile gauze.¿ (B)(6) 2009: surgery clinic. ¿presents for wound check and review of CT-abdomen/pelvis done today.¿ ¿wound without surrounding erythema or fluctuance. Wound approximately 2cm x 1cm x 4cm (depth). CT impression: ventral hernia repair match [sic] with adjacent fluid collection. Differential includes postoperative seroma versus infectious collection. Ventral abdominal soft tissue defect with internal high density material consistent with conus.¿ ¿assessment/plan: abdominal wall abscess, possible mesh infection. Will continue packing changes twice a day. If mesh is infected then it will ultimately need to be removed ¿ however at this time will wait and watch.¿ (B)(6) 2009: surgery clinic. ¿no further purulent drainage since incision and drainage done last time. Wbc normal. CT scan shows no mass in right upper quadrant, and a fluid collection above mesh in region of abscess. Patient still packing it twice a day .¿ ¿abdomen soft non-tender, non-distended, normoactive bowel sounds, incision clean, dry, intact with serosanguinous drainage, no purulence. Assessment/plan: incision healing. Continue packing wet to dry twice a day. Talked to patient about possibility of mesh salvage and they wanted to attempt it. Will continue packing, and if wound heals and patient requires another incision and drainage, then may consider mesh removal . Addendum: correlation of CT and physical exam likely have infected mesh. Patient without significant symptoms, thus will continue to observe.¿ (B)(6) 2009: surgery clinic. ¿possibly infected goretex (sic) mesh status post laparoscopic umbilical hernia repair. Continues to pack wound twice a day and denies any improvement. Still has some purulent drainage from wound.¿ ¿abdomen soft, non-tender, non-distended, normoactive bowel sounds, incision still has some purulent drainage, no erythema on skin.¿ ¿assessment/plan: possibly infected goretex (sic) mesh status post umbilical hernia repair. Patient still wants to salvage mesh and will attempt to do this although has been explained that the chances of success are low. Will start antibiotic irrigation of the wound.¿ (B)(6) 2010: surgery clinic. ¿follow up abdominal abscess. Over past 2 months wound has healed well decreasing in depth from 1.5 inches to 3/8 inch. Drainage has been red, brown, or pink in color and has been without white discharge or foul smell. ¿ ¿abdomen soft, non-tender, non-distended, no palpable mass, bowel sounds present. Abdominal wound is located 1-2 cm superior to umbilicus. It has mild surrounding erythematous tissue, non-tender to palpation.¿ ¿assessment/plan: wound has been healing well. Mesh infection still a possibility. If mesh is infected patient may develop chronic draining sinus tract. Continue twice a day dressing/packing changes with iodoform gauze.¿ (B)(6) 2010: surgery clinic. ¿over past 3 months wound has healed well and decreasing in depth from 1.5 inches to 3/8 inch in february to 1 inch now. States he originally packed 30 inches of tape into wound, in december down to 7 inches, now using approximately 1-2 inches of tape. Drainage has been red, brown, or pink in color and without white discharge or foul smell. Denies nausea/vomiting, fever, chills, abdominal pain in area of wound. Weight 307 lb. Abdomen soft, non-tender, non-distended, normoactive bowel sounds, mild erythema in periumbilical area. Patient reports the erythematous area has been decreasing over past 2 weeks. Depth of wound is 1 cm. Incision drainage ; serous. Assessment/plan: wound is improving and doing well. No signs of infection. Continue packing twice a day.¿ (B)(6) 2010: surgery clinic. ¿for past two months has not had to pack area at all. States been covering area with 4x4 gauze as he is still having drainage from area. States has to change gauze twice a day because of soilage.¿ assessment/plan: wound continues to drain purulent fluid. Patient likely will not heal this wound without removal of mesh. Patient states he is agreeable to surgery for mesh resection but would like to wait until september/october to have procedure done.¿ explant preoperative complaints: (B)(6) 2010: history and physical: ¿infected umbilical mesh. Patient desired to salvage mesh so plan was 2 weeks of saline plus antibiotic drainage (sic) with twice a day wound packing changes. Over next 3 months wound appeared to be healing well. For past 5 months has not had to pack the area. Has been covering area with 4x4 gauze as still having drainage from area. States has been draining more lately and has to change gauze twice to three times a day because of soilage. Drainage has been pink/brown/yellow with no foul smell. 3 months ago began having pain in area of wound and describes it mostly as pressure. Rates it as a 1/10, denies radiation and states nothing makes it better or worse. Denies nausea/vomiting, fever, chills. States it is time for mesh to be removed.¿ ¿abdomen soft, nontender, non-distended, no palpable mass, bowel sounds present, obese. Draining wound superior to umbilicus. Erythematous with exudate. Assessment/plan: long history infected draining umbilical mesh. Removal of infected mesh.¿ explant procedure: removal of infected mesh. Explant date: (B)(6) 2010 [hospitalization dates (B)(6) 2010] wound classification: ¿dirty/infected¿ indication: ¿the patient had umbilical hernia repair with 15 x 1 9 cm piece of dual mesh done several years ago. He developed a draining sinus tract consistent with infected mesh. Conservative management was attempted and failed. The patient wished to have the mesh removed. The decision was made to take the patient to the operating room for open umbilical mesh excision.¿ findings: ¿the patient has sinus tract superior to the umbilicus. He was opened up and drained a large amount of purulent fluid. A 6 cm transverse incision was made in an elliptical fashion to excise the tract. The mesh was excised. The mesh was removed as well. He was packed at the end leaving the 3 cm fascial defect.¿ operative report: ¿a 6 cm elliptical incision was made to include the sinus tract. The incision was deepened with electrocautery circumferentially around the sinus tract down to the fascia. The tract was opened with electrocautery. There was a large amount of purulent fluid drained. Circumferential dissection was used to free up the sinus tract from the mesh. The tract was then amputated. Further dissection exposed the mesh and the mesh was dissected free from the underlying fascia and pulled from the abdominal cavity. The mesh was measured and appeared to be completely intact other than several tears in it. No residual mesh appeared to be left behind. Multiple spiral tacks were palpated within the cavity that remained which was lined by the pseudocapsule from the previous mesh placement. These tacks were carefully removed and passed off the table. Several gore -tex sutures were also identified, removed, and passed off the table. At this point we decided the small defect in the fascia be left open and it was packed with wet kerlix. Packing was placed within the subcutaneous defect as well. The skin was left open. A sterile occlusive dressing was applied over the packing.¿ (B)(6) 2010: pathology: ¿specimens received: umbilical mesh and umbilical sinus tract. Pre-op diagnosis: infected umbilical mesh. Gross description: received in a single formalin filled container labeled 'infected umbilical mesh and umbilical sinus tract is a tart mesh with metal screens measuring 17 x 13 x 0.1 cm and an ellipse of tan -white skin with underlying fat measuring 5 x 4 x 2.5 cm. The skin ellipse measures 3.5 x 1,3 cm. The soft tissue specimen is unorientod [sic]. The specimen is inked black on the base, and serially sectioned to reveal heterogeneous white-pink cut surface. Representative sections are submitted in cassettes #143. Microscopic description: skin and soft tissue showing ulcer, granulation tissue, and brisk lymphphohistiocytic response, including foreign body giant cell reaction. Final diagnosis: skin, soft tissue, and mesh, umbilical sinus tract, removal: skin and soft tissue with ulcer, chronic inflammation, and foreign body giant cell reaction mesh.¿ (B)(6) 2010: ¿patient underwent excision of infected umbilical mesh yesterday. Became hypoxic and bradycardic on the post anesthesia care unit requiring reintubation and transfer to intensive care unit. Still intubated and sedated on vent.¿ ¿abdomen soft, mild distention, minimal tenderness to palpation, incision on abdomen open, with granulation tissue, without erythema or drainage, packing replaced. Mrsa screen: negative.¿ (B)(6) 2010: ¿examination: abdomen soft, mild distention, minimal tenderness to palpation, incision on abdomen open, with granulation tissue, without erythema or drainage, packing replaced.¿ (B)(6) 2010: ¿abdomen soft, minimal distention, mild tenderness to palpation, wound open with good granulation tissue in base.¿ ¿addendum: wound looks pink and clean. Wife learning to do dressing changes.¿ (B)(6) 2010: ¿abdomen soft, mild distention, appropriated tenderness to palpation, wound with packing in place.¿ (B)(6) 2010: discharge summary: ¿removal of infected umbilical mesh (B)(6) 2010. History: had umbilical hernia repair with gortex (sic)mesh in 2007 and has been having periumbilical abscesses since 2007. Review of systems: appropriate abdominal pain after surgery.¿ ¿hospital course: on (B)(6) , patient¿s infected umbilical mesh was removed. After procedure he became hypoxic and bradycardic in the post anesthesia care unit and required intubation. Was transferred to intensive care unit. Extubated postoperative day 3 having already passed flatus. Soon after, was tolerating a regular diet, pain controlled with by mouth medications and ambulating without difficulty. Discharged home november 1 in good condition after he and his wife received education about dressing changes. Arrangements made with home health for twice weekly visits for wound checks and a 2 week follow up appointment in surgery clinic.¿ (B)(6) 2010: social work note: ¿patient refused home health services.¿ relevant medical information: (B)(6) 2010: ¿incision: clean, tenderness, good granulation tissue. Size of wound about 3cm deep now. No signs of infection. Assessment/plan: incision healing, patient doing well, continue dressing changes twice a day, wet to dry.¿ (B)(6) 2010: ¿wound left open at that time and managed with wet to dry dressing changes twice a day. Stated wound has been completely closed for last four days. Denies fevers, chills, erythema or drainage from the wound. Denies any return of bulge or swelling anywhere near original hernia site. Abdomen: soft, non-tender, non-distended. Supraumbilical wound fully healed. No drainage or erythema. No palpable hernia defect at wound site or umbilicus.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.